Event description:
It was reported that biomed asking for assistance with arctic sun device and they were trying to calibrate that was failing bypass. Per follow up information received via phone on 29may2024, customer states that the issue was a known software issue and that it was to put the device back into service.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed asking for assistance with arctic sun device and they were trying to calibrate that was failing bypass .